Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet, with blood glucose control previously in range and then abruptly out of range despite site changes, different insulin vials, and no reported health or lifestyle changes; the user discontinued the device and transitioned to multiple daily injections with glucose returning to range, and a replacement device was provided. Symptoms included hyperglycemia. Outcomes included an emergency evaluation and treatment at a hospital. Investigation included customer support review and troubleshooting with a remote clinical trainer. Investigation of this case revealed no user handling errors identified during troubleshooting and no definitive device malfunction isolated, with the event categorized as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.